Event description:
A customer reported they were unable to calibrate a new tsh lot. The investigation determined a malfunction of this type could cause biased results is assays that may be used in critical diagnostic applications. There was no reports of patient harm as a result of this event.